Event description:
It was reported that while a consumer was injecting herself with a bd ultra fine short insulin pen needle, the needle broke off in her injection site. The consumer also stated that she developed a red and white lump at her injection site. The consumer went to a hosp emergency dept where she received an x-ray and the needle was removed. Further info regarding how the needle was removed was not provided by the consumer.

Manufacturer narrative:
A sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. (B)(4).